Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms, which triggered a lead safety switch (lss). As a result, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar pace and sense configuration. The patient was noted to be pace therapy dependent. The patient was brought into the clinic for an evaluation. The impedance measured 554 ohms while in the clinic, which is within normal specification limits. The out of range impedance was unable to be reproduced with pocket manipulation and isometric testing. It was noted that capture could not be obtained in the bipolar configuration at a pacing output of 5 volts. A chest x-ray was performed, and the physician indicated there was no issue observed. As a result, the lead was kept in the unipolar configuration and the plan is to continue to monitor the patient. The patient was noted to be scheduled for another in clinic device check and appointment with the physician soon. The lead remains in-service. No patient symptoms or adverse patient effects were reported.